Event description:
The user facility reported that during the transfer of a patient, their 3085 surgical table "tipped slightly". The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that one foot of the table was adjusted higher than the others which may have caused the reported event. The cause of the table foot being higher than the others could not be determined. To resolve the issue, the technician properly adjusted the foot of the table. The unit was tested, confirmed to be operating according to specification, and returned to service. The 3085 surgical table operator manual states, "verify power is on and table floor locks are properly engaged." The technician counseled user facility personnel on the proper use and operation of the 3085 surgical table. No additional issues have been reported.